Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient underwent a revision procedure due to pocket erosion. The field representative was told by the nurse who was in the lab at the time of the revision that the physician disconnected the device and put it on the table while repositioning the electrode. Once the electrode was reconnected, the physician did not test the subcutaneous implantable cardioverter defibrillator (s-ICD) after the procedure. During an interrogation over two months later, a high out of range shock impedance measurement was observed. A disk of the device's memory was sent in for engineering review. Upon review of the device memory data, it was noted that oversensing of noise had been recorded on the same day of the previous revision procedure. Six days following the procedure, high out of range shock impedance measurements were observed. The following day a code was generated in the device's memory as a result of the high shock impedance measurements. Engineering noted that all subsequent shock impedances have been out of range. Another revision procedure was performed where it was noted that the setscrew on the s-ICD was not fully tightened and the electrode was not fully inserted into the header of the device. The loose connection was fully resolved during the second revision procedure and all measurements are now within normal limits. No additional adverse patient effects were reported.